Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted supporting the patient pending an orthotopic heart transplant. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a 5.5 pump support placed for the patient admitted in with known cardiac history and worsening heart failure. During the support period, the patient experienced tachyarrhythmia, which was treated with amiodarone and bisoprolol. The arrhythmia resolved without further issue. The patient remained on impella support.

Manufacturer narrative:
The investigation of vt/vf/at/af has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Additional information received 09aug2025 reporting placement signal issue that occurred (B)(6) 2025. The following fields were updated to reflect the additional information. The investigation is not complete should investigation results become available a supplemental report will be submitted. B1 added product problem. B5 updated . H6 medical device problem code added.

Event description:
It was further reported that a placement signal dashed out with placement signal unreliable alarms. Likely optical sensor failure.